Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that they had high blood glucose of 599 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection and the blood glucose dropped low to 32 mg/dl. The customer stated that they treated the low blood glucose with food and drink. Troubleshooting was done. The customer stated that the insulin did exit during prime. The customer was advised to disconnect and reconnect the tubing. The customer was advised to prime and the customer stated that the insulin did not exit. The customer was advised to change the entire infusion set. The customer declined to troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis.